Manufacturer narrative:
Device evaluation: other, the evaluation is not complete. A review of the device history record did not reveal any exception documents. Complaint database was reviewed and found no similar complaints for this lot number. Eval method: device history record was reviewed; complaint database was reviewed. Conclusions: the investigation is not complete. A follow-up report will be submitted when additional information is available.

Event description:
The rotator body and collar detached during infusion while performing a diagnostic cerebral angiography. The infusion of contrast agent was from the side port by a medrad avanta injector. Injector settings: rate - unknown, pressure limit: 400 psi. At the time the complaint was made the customer was uncertain of the lot number, therefore, reported two possible lot numbers. The used product returned was confirmed to be one of the numbers reported.